Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s programmer was showing them a picture of a doctor and the battery does not hold a charge. The patient indicated that their device was installed in (B)(6) 2017. The patient noted that the battery might need to be changed. The patient also noted that they wanted to see if they could change where the therapy was stimulating as they have had another surgery since their implant was installed and they need it to work in a different place now. No further complications were reported/anticipated.